Event description:
When tried to insert the iol with the injector, it became hard to handle it with a feeling of something being stuck inside; then suddenly, a feeling of it being released, followed by ejection of the lens by a sudden uncontrolled pushing force, causing posterior capsule rupture as a result. Although posterior capsule rupture was confirmed, with no intraocular lens dislocation observed, iol was fixed in the bag.

Manufacturer narrative:
It is considered that inferior precision of the injector caused this event, where no medical agent or devices used in the operation played a role.